Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia leading to diabetic ketoacidosis, sick, vomiting and infection on first week of (B)(6) 2019. The customer's blood glucose level was unknown. The customer was treated with intravenous insulin and fluids. The customer also reported that they had comas and seizures. The customer also reported that the insulin pump received no delivery alarms. Customer was unable to complete care link upload. The device will not be returned for analysis.